Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 450 mg/dl at time of incident. The customer¿s blood glucose level was in the range of 60¿ 500 mg/dl. The customer was treated with manual injection. The customer stated that they had issues leak at site. The customer was advised to change the set. The insulin pump will be returned for analysis.